Event description:
Event complications: none from the event - reported 10/7/96. Patient's current status: expired 10/4 - rpt'd 10/7.

Manufacturer narrative:
Device label codes: 1738, 1077. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.